Manufacturer narrative:
Investigation: a device history report was conducted for lot number 8305840, our records show that a trend for leakage has been identified in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was received for the purpose of our investigation. Our investigators believe most likely root cause for this event is a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study, CAPA#642738, to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system liquid leakage at adaptor during pre-prime foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found liquid leakage at adaptor during reprime, not used for patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system liquid leakage at adaptor during pre-prime. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found liquid leakage at adaptor during preprime, not used for patient.